Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and one complaint was observed for the liner delamination code and in that case no manufacturing non-conformances were identified during the evaluation. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided of the device. A liner delamination along with a balloon stuck in the liner. A sheath kinked at the region the liner delamination appears to end. The IFU, device preparation manual, and procedural training manual were reviewed. If delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position, check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: 1. Attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. 2. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. 3. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. 4. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely form the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluation the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective or preventative actions are required. The sheath liner delamination was confirmed through the provided imagery. However as the device was not returned, engineering was unable to perform any visual, functional, or dimensional testing. Therefore, a manufacturing non-conformance was unable to be confirmed. Review of DHR, lot history and complaint history showed no indication a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. As reported, ''doctor skipped the step of retracting the commander system sheath and the balloon ruptured at the time of inflation. The polyurethane section of the balloon was torn from the balloon snarled the tip of the esheath.'' As the balloon was burst/torn, the balloon likely got stuck during the removal process and got caught on the sheath tip which led to withdrawal difficulty. The subsequent device manipulation needed to overcome the withdrawal difficultly then led to the liner delamination and sheath kinked. As such, available information suggests that procedural factors (excessive manipulation, withdrawal of burst/torn balloon) may have contributed to the complaint events.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05541. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the doctor skipped the step of retracting the catheter and the balloon ruptured at the time of inflation. Then, when removing the delivery system, the torn portion of the balloon caught on the tip of the esheath. The physician admitted their error and believe they skipped the necessary step before inflating the valve. They believe the damage was not caused by the material but the misuse of the device. There was difficulty removing the delivery system through the sheath. Intervention by the vascular team was necessary at the access site to remove the devices and a stent was deployed. The valve was successfully implanted and the patient was well and discharged.